Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a CT error (charge time out error) and system impedance was unable to be determined in manual setup. A treated episode from that morning showed a shock impedance of 3 ohms and an inappropriate shock due to t-wave oversensing. The physician noted x-ray imaging showed regular system placement with no indication of a visual electrode integrity issue. As the patient has developed a left bundle branch (lbb) that was not present during the implant of the patient's first device in 2016 when the patient was initially screened, both the current s-ICD and the electrode will be removed and a screening including elevated heart rates to evaluate s-ICD eligibility will be performed. Depending on the results, the patient will afterwards be provided either another s-ICD system or a transvenous ICD system. Besides the inappropriate therapy, no other adverse patient effects were reported. To date there is no evidence to suggest intervention has been performed. Additional information received from the field on 31-may-2024 indicates the patient will have a new system implanted in the next week. The physician discussed the plan with both the patient and boston scientific field representative, and it was decided to deactivate the patient's device, pending the replacement procedure. The patient is aware of the current risk but did not want an earlier replacement for personal reasons. Additional information received confirmed the patient's s-ICD system was explanted and a transvenous ICD system was implanted. Besides intervention, no other adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Attempts to establish telemetry were unsuccessful; thus, a memory download could not be performed. Magnet application did not produce any tones. Visual inspection of the device noted an arc mark on the case. The observed arcing damage is consistent with a shock that was shorted to the pulse generator (pg) which in turn damaged the circuitry inside. No further testing could be performed. Based on inspection, evidence indicates the device was damaged after delivering a shock with the shocking electrode in close proximity to the pg case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a CT error (charge time out error) and system impedance was unable to be determined in manual setup. A treated episode from that morning showed a shock impedance of 3 ohms and an inappropriate shock due to t-wave oversensing. The physician noted x-ray imaging showed regular system placement with no indication of a visual electrode integrity issue. As the patient has developed a left bundle branch (lbb) that was not present during the implant of the patient's first device in 2016 when the patient was initially screened, both the current s-ICD and the electrode will be removed and a screening including elevated heart rates to evaluate s-ICD eligibility will be performed. Depending on the results, the patient will afterwards be provided either another s-ICD system or a transvenous ICD system. Besides the inappropriate therapy, no other adverse patient effects were reported. To date there is no evidence to suggest intervention has been performed. Additional information received from the field on 31-may-2024 indicates the patient will have a new system implanted in the next week. The physician discussed the plan with both the patient and boston scientific field representative, and it was decided to deactivate the patient's device, pending the replacement procedure. The patient is aware of the current risk but did not want an earlier replacement for personal reasons. Additional information received confirmed the patient's s-ICD system was explanted and a transvenous ICD system was implanted. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a CT error (charge time out error) and system impedance was unable to be determined in manual setup. A treated episode from that morning showed a shock impedance of 3 ohms and an inappropriate shock due to t-wave oversensing. The physician noted x-ray imaging showed regular system placement with no indication of a visual electrode integrity issue. As the patient has developed a left bundle branch (lbb) that was not present during the implant of the patient's first device in 2016 when the patient was initially screened, both the current s-ICD and the electrode will be removed and a screening including elevated heart rates to evaluate s-ICD eligibility will be performed. Depending on the results, the patient will afterwards be provided either another s-ICD system or a transvenous ICD system. Besides the inappropriate therapy, no other adverse patient effects were reported. To date there is no evidence to suggest intervention has been performed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a CT error (charge time out error) and system impedance was unable to be determined in manual setup. A treated episode from that morning showed a shock impedance of 3 ohms and an inappropriate shock due to t-wave oversensing. The physician noted x-ray imaging showed regular system placement with no indication of a visual electrode integrity issue. As the patient has developed a left bundle branch (lbb) that was not present during the implant of the patient's first device in 2016 when the patient was initially screened, both the current s-ICD and the electrode will be removed and a screening including elevated heart rates to evaluate s-ICD eligibility will be performed. Depending on the results, the patient will afterwards be provided either another s-ICD system or a transvenous ICD system. Besides the inappropriate therapy, no other adverse patient effects were reported. To date there is no evidence to suggest intervention has been performed. Additional information received from the field on (B)(6) 2024 indicates the patient will have a new system implanted in the next week. The physician discussed the plan with both the patient and boston scientific field representative, and it was decided to deactivate the patient's device, pending the replacement procedure. The patient is aware of the current risk but did not want an earlier replacement for personal reasons.